Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood and charred tissue were observed on the heater wire. The heater wire was observed to be flexed away and slightly twisted. The heater wire was detached at the tip but remained attached at the base of the hot haw. The silicone insulation boot was observed to be intact. Based on the returned condition of the device and the evaluation results, the reported failure material twisted/bent was confirmed. Specific actions for the reported failure material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield heating element separated from the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield heating element separated from the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25142496, 25141690, 25141115, the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield heating element separated from the tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.